Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical record was received for evaluation. Therefore, the investigation is confirmed for perforation and filter detachment. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 2120f vena cava filter allegedly perforated and detached. The information was received from a single source. One patient was involved with no reported patient injury. A (B)(6) year old male patient weighs (B)(6) kgs.